Event description:
It was initially reported to the manufacturer that the pt is "having seizures everyday new." Device diagnostics at the time of the report were within normal limits and the device was not at an end of service condition. It was unk if the increased seizure level that the pt was experiencing was above or below pre-vns baseline measurements. The pt's settings were increased at that time. Later, the pt was referred for generator revision and was replaced, which has yet to be returned to date. Good faith attempts to obtain additional info have been unsuccessful to date.